Event description:
It was reported that, on the date of this report, an infection around the pump site was diagnosed and the pump was explanted. The reporter was uncertain if dilaudid was the intrathecal drug in the pump.

Event description:
Additional information received reported the device system had been used to deliver morphine. Other medications the patient had been taking at the time of the event included oral ms contin and oxycodone. Patient symptoms had included increased pain at the pump site, redness and swelling. Perioperative antibiotics had been administered. A risk factor that applied to the status of the patient prior to device implant was a debilitated status. The date of onset/diagnosis of the infection was listed as 2014-02-15. The patient did not have meningitis. It was confirmed the primary location of the infection was the device pocket. A culture was obtained however it was noted there was no type of organism cultured. Cellulitis was also noted. Treatments for the infection consisted of intravenous antibiotics and total device system explant. In terms of patient outcome, it was reported the infection resolved and there was no drug withdrawal.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).